Event description:
Patient was on the floor and had fallen. The individual was in a confined area, possibly between a dresser and a bed. The fga450 was used to raise him. The caregivers had his feet on the base of the lift. He was facing toward the lift. His legs do not bend well and have much swelling and water retention. When they raised him up, his lower leg was impaled by the locking handle on the lift. The handle left a 4" gash about 2" deep. The individual was taken to ER.

Manufacturer narrative:
Based on the description from the complainant, several cautions and basic instructions in the user manual were not followed. The user manual states - ensure that a clear space is maintained around the lift. Move any obstacles with the sling, move the lift so that it is positioned directly over the individual and utilize leg opening function if required. If the lifting area was not clear and the lift was not able to be positioned directly above the patient, this would allow the patient to swing into the lift and cause injury. If proper lifting procedures were followed, the risk of incidents would be minimal. Root cause: improper lifting procedures, not following manufacturer's instruction for use correction: recommend retaining. Corrective action: none taken, manufacturer has not planned any corrective action.

Event description:
Patient was on the floor and had fallen. The individual was in a confined area, possibly between a dresser and a bed. The fga450 was used to raise him. The caregivers had his feet on the base of the lift. He was facing toward the lift. His legs do not bend well and have much swelling and water retention. When they raised him up, his lower leg was impaled by the locking handle on the lift. The handle left a 4" gash about 2" deep. The individual was taken to ER.